Manufacturer narrative:
The hlc-723 g8 analyzer was returned to tosoh instrument service center for investigation. A visual inspection was performed and a powdery residue was identified around the column box indicative of dried fluid entering into the cabinet. The ground wire attaching the column box to the latch was found to have been snapped and was contaminated with dust and other large particulates. The visual inspection also identified a broken vial located in the back corner of the upper cabinet of the analyzer. The burning smell was stronger in the bottom of the analyzer prompting an inspection of the pcb boards and power converter. The pcb boards were found to be visually undamaged, but the power converter/power supply boards were found to have been burned near one of the large capacitors. Due to the nature of the location of the power convertors, the dried fluid found entering the cabinet most likely dripped down to the convertors causing the converters to short out, burning the capacitors and causing the burning smell. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) through aware date of event. There were no similar complaints identified during the search period. The most probable cause of the reported event was due to failure of the capacitors.

Event description:
A customer reported a burning smell from the hlc-723 g8 analyzer. Customer unplugged the analyzer from power source which stopped the smell. Technical support specialist (tss) instructed customer to keep analyzer off and unplugged. The analyzer is down. A field service engineer (fse) was dispatched to de install and return analyzer to tosoh warehouse for further investigation. There was no injury or indication of any patient intervention or adverse health consequences due to the reported event.